Event description:
It was reported that the ventilator's light emitting diode (led) failed alarm had occurred during use on the patient. Reportedly, the unit kept operating when the reported issue occurred. However, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The manufacturer¿s international service technician could not duplicate the reported issue. The service technician found in the ventilator's diagnostic logs an error code indicating check vent: backup alarm failed. The manufacturer¿s international service technician replaced the central processing unit (cpu). The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.